Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4248120. D4. Medical device expiration date: 28-feb-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-sep-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation and fibrin seen in an unspecified number of samples across two lot numbers. It is unspecified whether both lot numbers exhibited one or both defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-feb-2025 investigation summary bd received two photos and three samples for investigation. The evaluation of these photos indicated fibrin strands in the serum and poor barrier separation. A total of 200 retained samples were visually inspected, 100 per lot number, and no defects related to fibrin or gel were found. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was required: three returned samples (lot 4248120) and six retained samples (lot 4274559) were sent for clinical evaluation. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4248120 and 4274559, for the indicated failure mode: poor barrier separation and fibrin based on customer photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation and fibrin seen in an unspecified number of samples across two lot numbers. It is unspecified whether both lot numbers exhibited one or both defects. No adverse impact was reported regarding the patient or user.